Event description:
It was reported that this patient implantable pulse generator (pacemaker) was suspected to have premature battery depletion as a high battery consumption was noticed. Technical services (ts) reviewed the case and noticed an increase in atrial tachy response (atr) and atrial fibrillation episodes due to atrial lead noise/oversensing. In addition, ts noticed a high out-of-range atrial pacing impedance spike over 3000 ohms that cause a lead safety switch. The device's data analysis indicates the pacemaker is depleting normally, and the power consumption is related to persistent sensing of high atrial rates. Further information was received indicating the ra lead was troubleshooted and normal function was noticed, no integrity issues were found. The ra lead was programmed back to bipolar, and the patient will continue to be monitored. Both this pacemaker and the ra lead remain in service and no adverse patient effects were reported.